Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the cause for the reported event was that the evacuation bypass valve (ebv) was degraded. The fse replaced the ebv and that resolved the reported issue. The fse successfully ran calibration, focus and qc; the customer was able to run patient samples without any further issues. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported positive control and calibration failure on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.